Manufacturer narrative:
(B)(4). Evaluation summary: the probe was connected to a test holster and control module, initialized, and produced an error code. The instrument was disassembled and the vacuum hose was found to be dislodged. Results: dislodged vacuum hose.

Event description:
It was reported that the probe would not initialize and made a loud noise when cutting. The procedure was completed with a like device with no consequence to the pt.